Event description:
(B)(4). Revision mediolateral instability. Brace applied 2004, revised (B)(6) 2007. Instability due to use of product in unsuitable patient (surgeon error). Associated products on attached document. Date of onset: (B)(6) 2004. The diagnosis for the patient to receive the study device was: varus valgus instability, malalignment and tibial loosening. The investigator said when questioned that the device was used in the wrong indication for this patient - ie. The patient was unsuitable for this device.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event however, it was clearly stated in the complaint statement that the product did not contribute the event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain additional information proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.